Event description:
A surgical teach reported a pt with a combination of a dry eye along with an intraocular lens (iol) implant had poor visual result. The lens was exchanged. In a follow up, the surgeon reported the lens contributed to the outcome due to the combination of dry eye and corneal irregularities.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Add'l info has been requested by phone and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).